Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had motor error alarm. The blood glucose level was 130 mg/dl. The customer rewind the insulin pump and insulin pump works correctly. It was reported that the insulin pump alarm occurred during the bolus delivery. The device will not be returned for the analysis.